Event description:
It was reported that this right ventricular (rv) lead recorded high out of range impedance measurements greater than 3000ohms. A lead fracture was suspected with no obvious damage on x ray image. This rv lead remains in service. No adverse patient effects were reported.